Event description:
It was reported that approximately 9 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was identified as having an endoleak. The patient was reported to have had surgery for colon cancer in (B)(6) 2014. At that time the patient had a computed tomography scan as routine follow-up for the cancer surgery, which indicated the patient had an endoleak. The patient presented on (B)(6) 2014 to the hospital emergency room and was symptomatic with back pain. The hospital performed a computed tomography scan which confirmed the endoleak and indicated the aneurysm sac was growing. The physician elected to correct the endoleak by implanting an infrarenal aortic extension. The patient was reported to have done well during the procedure and was doing well post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product use might have been incongruent with the IFU due to: the suspected aortic neck length of less than 15 mm observed the index angiogram; and, the 70 degree angulation of the aortic neck observed 2 months post implant. Cautionary product use conditions that might have contributed to this complaint included the aortic cuff diameter was two sizes larger than the main body. Two months post implant, a left renal stent was placed, which could potentially change the integrity of the aortic components, although there was no evidence of an endoleak post renal stent placement. At 12 months post implant, there was evidence to support a type iii a endoleak and the secondary procedure of an infrarenal bridge stent. However, there might have been evidence of a persistent unknown endoleak seen immediately post bridge stent. One week post event procedure, there was evidence to support an unknown endoleak. Due to lack of information, the final patient disposition could not be established. The patient was reported to be doing well post procedure. A non-contrast CT scan performed three week post the bridge stent implant reported an interval decrease in the aneurysm sac diameter. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be determined; however, the clinical assessment of medical records indicated the patient's anatomy was incongruent with IFU (short and angled aortic neck), which might have been a factor.